Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery during fill tubing. Troubleshooting was done. Customer's blood glucose was unknown. During the troubleshooting the insulin pump did not alarm no delivery. Customer stated he was not satisfied and it sounds that the motor was having a hard time pushing the piston. Advised the customer the insulin pump would be replaced. No further information provided.